Event description:
It was reported that the external pulse generator (epg) was being used with a patient when the low battery light came on. The caller stated that the epg continued to pace during the battery changeout, but completely shut itself off when the battery door was closed. Another epg was brought in to finish the case. The biomedical engineer did a bench test and the epg maintained pacing for 33 seconds, using a known battery with voltage at 9.2 volts. Ts told the caller that the epg was working as designed and can be put back into service. However, during follow-up with the nursing supervisor, it was discovered that the epg will be returned for repair due to it shutting itself down. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).